Event description:
It was reported that the user did not announce meals while using the ilet, resulting in elevated blood glucose at a reported value of 380 mg/dl that the pump subsequently corrected. The event was associated with user operation of the device. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and that the issue involved use of device, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to user behavior.